Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up feeling fatigue and the lead exhibited loss of capture. The chest x-ray revealed the left ventricular lead had dislodged. The lead was explanted and replaced. The procedure concluded without any additional adverse events. The patient will continue to be monitored.